Event description:
It was reported the subject device did not work it had a black screen. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6. H11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unit failed the water leak test and fluid invasion in the charged coupled device (inside the glass). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fluid invasion in the charged coupled device (inside the glass). In regard to the other identified malfunction, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.